Event description:
Report received of three undocumented incidents where the backcheck valve malfunctioned and retrograde flow occurred. No specific pt info was provided, but patients were receiving antibiotic piggyback infusions. Pts had a primary line of unspecified hydration solution, and the piggyback line started to infuse and the filling chamber on the primary line started to fill up. The problem was manually clamped off unitl the dose was infused. There were no reported adverse pt effects or delays in critical therapy. Additional info was requested, but no further info was provided.